Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018. A united states call was placed to technical services on 05/14/2018 stating that starting six to eight weeks prior to this call, the pace impedances gradually increased until a lead safety was triggered as values reached greater than 2000 ohms. After the switch, the values dropped to around 300 ohms. Myopotential noise which resulted in pauses up to 8 seconds was also observed. It was also reported that the patient experienced syncopal episodes with no underlying at 30 beats per minute. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).